Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 486mg/dl. Customer treated with manual injections. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.